Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hypoglycemia 3mmol/dl and was treated with crab intake on (B)(6) 2026, hence no malfunction related to the infusion set.